Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the surgeon decided to try to manually push the lead in by approximately 6mm. Intraoperative x-ray showed the lead advanced approximately 2mm.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va1q0mk, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an inaccurate lead placement. No symptoms were reported. No environmental factors were known to cause this issue. No actions/interventions were reported as a result of this event. The issue was resolved at the time of the report. The post-operative scan showed that the lead was approximately 7 mm superior to intended target and the entry point was approximately 4 cm medial to the intended entry point. The surgeon opted not to revise the lead. No further complications were reported as a result of this event.

Manufacturer narrative:
Additional information revealed no ins involvement in this event. Thus, suspect medical device has been updated to the lead product information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating no ins was involved in this event.